Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. As this event occurred outside of the united states, information regarding a field representative visit was not provided. Investigation by the manufacturer did not identify a specific root cause for the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where an erroneous result was generated by the cobas c111 analyzer. There was an erroneous result for ion selective electrode (ise) sodium for one patient. The patient's age, weight, and gender were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.